Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the proximal segment of the lead was returned and analyzed. The analysis revealed that no anomalies were found. (B)(4).

Event description:
It was reported that there was high pacing lead impedance and a suspected lead fracture in the right ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.